Manufacturer narrative:
Additional information: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a follow-up in clinic, high capture thresholds and high pacing lead impedance were observed on rv lead. The lead was explanted and replaced. Patient¿s condition was stable during and post-procedure.